Event description:
It was reported that the lead was tested outside of the body before implant and the helix did not extend after multiple attempts. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).